Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead had a low impedance out of range warning. The lead was found to have undersensing. The lead was fractured. The physician has deemed the patient to not be a candidate for pacing or implantable cardioverter defibrillator (ICD) therapies, as the patient no longer meets ICD criteria. The lead and device therapy was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.